Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was investigated. Upon evaluation, there was contamination on the battery board and throughout the unit. The cause of the inability to properly charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. There was no death or adverse event associated with the charger malfunction. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power monitor) was confirmed. As received, the battery packs would not charge or power a test monitor. Upon evaluation, the fuse was blown in each battery pack. The cause of the non-functional battery packs is the blown fuses. The root cause of the blown fuses cannot be positively identified there was no death or adverse event associated with the battery malfunction.

Event description:
4/9/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's charger would not power on. In addition, it was reported that the patient's battery packs would not charge.